Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's family member reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospital admission was 395 mg/dl. Prior to the hospitalization, the patient's blood glucose increased after he drank half a glass of soda and a cup of coffee. He then ate chinese food. He began to vomit and experience stomach pains. The patient was driven to the hospital where he was treated with insulin drips. His blood glucose has since decreased to the 190 mg/dl range. Troubleshooting was not completed for the high blood glucose event. The insulin pump was not returned for analysis.